Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair case, the surgeon was repairing the supraspinatus tissue of the rotator cuff using (3) 5.5 bio-composite corkscrews ft (ar-1927bcft). The surgeon had already passed 4 sutures through the cuff. As he was passing the 5th suture, the multifire scorpion needle (lot: 10067256) hit the patients acromion and approximately 1-2mm of the tip broke off into the patient's joint. This had not been realized until the surgeon was loading the scorpion to pass the 6th suture. He realized the tip was broken as he was wondering why the suture wasn't catching when trying to deploy outside of the patient. The surgeon scoped the area looking for the tip, however, couldn't find it. A new scorpion needle was brought onto the field and the repair continued. The surgeon repaired the cuff and proceeded to scope the joint space and the subacromial space. The needle point could not be found. The surgeon closed up and x-ray was called in. The missing piece was found to be submerged into the acromion. Patient was discharged with the tip of the scorpion needle still embedded within the acromion. Patient is a (B)(6) male.